Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 495 mg/dl. The customer was treated with manual bolus. Customer stated they declined to troubleshot for high blood glucose level. Customer also stated blood at site and did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.